Manufacturer narrative:
(B)(4). An actual sample was available at the plant for analysis. A visual inspection revealed various kinks along the tubing. The cause of this condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a flogard set in which an adhesion occurred at the inner wall of tubing. There was no patient involvement or medical intervention necessary. This condition occurred before use. No additional information is available.